Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was unresponsive. At the time of the call, the touchscreen did responded to customer input. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.